Manufacturer narrative:
The device was inspected at (B)(4). (B)(4) checked the subject device and found the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information and past similar case, there was the possibility that the reported phenomenon was attributed to physical stress, chemical stress and/or storage environment and so on. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the coating of the insertion tube was partially peeled off. The subject device had been returned to (B)(4) for repair because the insertion part had wrinkled and the angulation had been reduced. There was no report of patient injury associated with the event.